Event description:
It was reported that while tunneling, the "passer" with the carrier connector was damaged. The physician noted that the pt suffers from "pd" and that their subcutaneous connective tissue was rather hard.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.